Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal optima injector (n40-o) experienced flow issue causing leakage. The following information was provided by the initial reporter: it was reported by the customer that the injector did not allow the liquid to enter and that is why the leak (because of the pressure exerted).

Event description:
It was reported that the bd phaseal optima injector (n40-o) experienced flow issue causing leakage. The following information was provided by the initial reporter: it was reported by the customer that the injector did not allow the liquid to enter and that is why the leak (because of the pressure exerted).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 27-mar-2023 h6: investigation summary one sample received for investigation, upon visual evaluation membrane is clogged which could be obstructing the passage of fluid between the cannula. Functional testing was performed, connecting the connector to a n35 and n40 injector, liquid passed with the n35. However, issues observed between the connection of the n40 injector. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. It can be concluded that the problem of disconnection is not due to the c35-o, but that the injector used had the membrane occluded making the n40-o a non-functional product, not allowing the liquid to be transported through the claimed connectors.